Event description:
It was reported that the physician confirmed the pump was flipped the day prior to report ((B)(6) 2014). It was noted that the physician recommended a ¿dacron sleeve¿ to keep the pump in position. The patient did not want it; instead the patient was looking for alternatives to correcting the flipped pump. The pump system was infusing baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Additional information reported the pump delivered compounded baclofen. It was noted the patient was not having any symptoms. It was confirmed the pump flipped. It was stated there was an x-ray and they attempted to fill the pump. It was stated the patient was doing well now with issues and were back on therapy. It was stated "refer to neurosurg," for troubleshooting, but it was unclear if this meant neurosurgery or neurosurgeon.